Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a revision hip to remove a broken solution stem, a competitor stem was implanted and put in a pdm liner in a 54mm pinnacle revision cup. Trephines and flexible osteotomes were provided by competitor to get the stem out. The modular competitor stem was implanted and the 48mm pdm liner was impacted after removing the pinnacle poly liner and 2 peripherals pinnacle revision bone screws. The pdm liner would not stay seated with multiple trial reductions, there may have been tissue in the vip taper. The decision was made to put in another pinnacle poly liner. The surgeon implanted the +1 32mm ceramic head which was the only option available to him, he was upset the competitor didn't have more sizes for him. Patient experienced loosening of the stem at bone to implant interface and surgery was extended for 5 hours during revision. The broken stem was the reason for the second revision. The only implant that was not explanted was the 54mm pinnacle revision cup. Doi: (B)(6) 2016. Dor: (B)(6) 2021. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.